Event description:
Caller states that she tested at lo and 71mg/dl on the same device within minutes. She states that she had no low blood glucose symptoms. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.